Event description:
It was reported that the insulin pump alarmed button error during bolus. Customer stated that the buttons on the insulin pump were not responding. Customer's blood glucose reading at the time of the call was 97 mg/dl. No further information reported.

Manufacturer narrative:
No button error alarm noted. However, the insulin pump esc button did not respond due to moisture damage on keypad trace. The insulin pump received with minor scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.